Event description:
Device 1 of 2 reference MFR report #1627487-2014-01583. It was reported the patient experienced drainage from the lead incision site. Reportedly, the patient was admitted to the hospital for evaluation. Cultures were taken and the wound was irrigated with antibiotic solution. Follow-up identified results were positive for staphylococcus infection. As the next course of action, the patient will continue with the current antibiotic regiment and follow-up with the physician as required.

Manufacturer narrative:
Method: the device history and sterilization records were reviews. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.